Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for non malignant pain. It was reported that the patient was experiencing pain and spasming. The patient had a lead revision in which the paddle was removed and replaced by percutaneous leads. At the time of the revision the physician noted a "luif" build up around the paddle and indicated that this may be the reason for the pain and spasming the patient was experiencing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.